Manufacturer narrative:
The materials that house and surround the device's motor are ul flammability rated material. The device's primary and secondary safety features act to ensure that water output to the pt contact surface do not rise to unacceptable levels. There is no indication that the primary and secondary safety features were compromised resultant of the malfunction.

Event description:
It was reported that the pump motor appeared to have overheated. No pt involvement or adverse consequences were reported.